Event description:
Boston scientific crm received information that during a follow up visit, this pacemaker exhibited no pacing around 50ppm. (Right ventricular lead is a competitor lead) a boston scientific crm technical service consultant was contacted. The device was explanted on (B)(6) 2010. The device was returned to boston scientific crm. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, all telemetry operations were normal. Normal interrogation was observed on the programmer. The device was returned at ert-ssi parameters. The device paced and sensed normally with a magnet rate of 85ppm. Both setscrews moved freely and operated normally. No holes were noted in the seal plugs. An is-1 lead was inserted and retracted without any difficulties. The device header was manipulated while pacing output was monitored. No pauses in pacing were noted and no noise was noted on the electrogram. Lead impedance measurements were performed in bipolar configuration with a 500 ohm load, values measured within specifications. Longevity calculations were performed and noted that this device meets longevity. Analysis has concluded that this device performed normally throughout testing, operating as designed.